Event description:
The customer reported that during a laparoscopic living donor nephrectomy oozing occurred although an end tone, indicating a completed seal cycle, was heard. A new device was opened to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received fro evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.